Event description:
It was reported that suring a lap chole procedure, the generator alarmed and displayed error code 5. The doctor changed to a new blade and finished the procedure without patient consequence.